Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported three venflon I 22ga 0.8 mm x 25mm had their needle pierce their catheters. The following information was provided by the initial reporter: "catheter tip is getting broken while inserting in vein."